Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. Data was evaluated and the allegation was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of a pairing failure is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it failed due to no voltage. A review was the share logs was performed and a pairing failure and a failed transmitter error were found within the investigation window. The allegation was confirmed. The root cause was determined to be a fatal error.